Event description:
It was reported that the patient developed an infection and allergic reaction at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. The patient visited the doctor and was prescribed bactroban and a topical steroid for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was received deployed with the adhesive pad attached to the device. During the investigation, no damages or defects were observed that would contribute to an infection or allergic reaction at the infusion site. The cause of the reported events could not be conclusively determined. Corrosion was noted inside the device on the pcb assembly indicating that fluid had leaked in the pod. A leak test was performed, and no internal leakage source was identified. The source of the corrosion could not be determined. During investigation an external power supply was required to download data from the device. The download data contained no hazard alarms, timeouts, or drive stalls. Cracks were observed on the top and bottom housings. It could not be determined if this fluid leaked into the pod through these crack and contributed to the observed corrosion. Inspection of the data and fluid path suggest the cracks had no effect on the device's functionality.